Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that they had a no delivery alarm. The customer's blood glucose was 466 mg/dl at the time of incident. The customer's mother stated that they insulin did not exit during plunger push. The customer's mother stated that there was greater than normal resistance with plunger push. The reservoir will not be returned for analysis.